Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used contaminated sample without packaging was returned for evaluation. The sample was visually and physically evaluated. The sample was decontaminated, and it was observed that the set consisted of two separate attachments: one connected to the spike and the other connected to the luer lock connector. No damage was noted on the set. The set was leak tested and passed. The defect reported was not confirmed. All available information regarding this occurrence has been forwarded to the appropriate manufacturing business unit in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: attached the primary tubing to chemo piece connected to bag and begun priming. Another rn noticed that when line was approximately 75% primed that medication was bubbling out of line where there was a gash in the line allowing the medication to leak out.